Manufacturer narrative:
This incident was recorded under (B)(4). Once investigation is completed a supplemental/final report will be submitted. G2: foreign: finland. E1: telephone: (B)(6).

Event description:
It was reported that during surgery the device's crank sticks when in use. The device's crank handles normally return to the front position after cranking, but the handle got stuck, and the handle has to be removed from its pivot pin to get the handle to the front position. No harm or delay was noted. Due diligence is in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4 b5 g3 g6 h2 h6 h11. The reported event could not be confirmed due to device not being returned for evaluation. Review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. The device history record was not reviewed as lot/serial identification is necessary for review of device history records, and lot/serial identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information for this event is available.